Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Air was present in cassette tubing. Patient not affected. Pump settings: residual volume: 14.3, rate: 2.3, given: 91.75.